Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: MFR ref report: 1627487-2014-24209. It was reported the pt had not used or charged her ipg for an extended period of time. The ipg was unable to communicate with external devices. Surgical intervention was undertaken and the pt's ipg was explanted and replaced. Reprogramming was able to provide coverage and the pt is to evaluate her stimulation.